Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the display screen of the device was not responsive to the stylus touch-pen; it was noted that the device was able to select through the screen and the stylus followed the arrow with no complication. The stylus was calibrated as a preventive measure. The customer comment of a broken cord door was confirmed, however; the cord bay was replaced. The software was also reloaded and updated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was not responsive to the stylus touch-pen, despite attempting with multiple pens; the screen would have to be "banged on" for it to work. It was also reported that the back door was in need of repair. The programmer has been returned to service. No patient complications have been reported as a result of this event.